Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while treating a (B)(6) male patient, the device would not power up. Complainant indicated that the clinician switched to another battery to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged aux connector. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The device has power via the battery.

Event description:
Complainant alleged that while treating a (B)(6) year old male patient, the device would not power up with ac power. Complainant indicated that the clinician switched to another battery to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.